Manufacturer narrative:
The user reported a second lot number (i677857) with a manufacturing date of april 18, 2014 and an expiration date of march 31, 2014. Device evaluation: the suspect device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
It was reported that a patient's blood pressure appeared to drop slightly on the monitoring equipment. The patient received a low dose of medication for drop in pressure. It was identified that the pressure infusion was part of the pressure monitoring system. The measured drop in blood pressure was attributed to the loss of pressure in the bag. Multiple attempts were made to get clinical details from a medical professional without success. No further harm or injury to the patient was reported.